Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the brevera needle was tested successfully, after this it was placed into the patient's breast and image checked performed. Later an error occurred and the needle was removed from the breast and the notch was protrudring from the needle and not sitting like it should. The needle was replaced and another needle used but a second incision was required as needed to be repositioned. No additional harm was reported. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported that a patient underwent a biopsy procedure on (B)(6) 2025, using a brevera disposable device. The device was successfully tested, then inserted into the patient¿s breast. However, when they were ready to take samples, an error message appeared on the monitor. Once removed from the patient¿s breast, it was found that the device¿s notch was protruding and was not sitting like it should. Also, the patient had a vasovagal episode as she saw the biopsy needle when it was being removed. As they were unable to retest that device, it was decided to replace it by a new one which worked as expected. Unfortunately, a second incision in the skin was made, as it was needed to reposition the new needle; therefore, the area was slightly different. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted. The inspection revealed signs of physical damage, the inner cannula tip, bearing and the cut block are damaged. Also, the device could not be tested due to the device arriving with the tubing cut. Functional testing could not be performed due to the device arriving with the tubing cut. The brevera device inspected by the pmqa team showed extensive damage to the inner cannula tip and the cut block. The most likely failure mode was caused by an advanced inner cannula (ic), resulting from excessive and extreme interaction between the cannulas and the cut block, as the inner cannula experiences greater displacement during its translating motion. This extreme condition can generate several failure modes that compromise the integrity of both the cut block and the cannulas. The investigation determined that the probable cause for this issue is related to incorrect placement of the disposable on the driver, since the current brevera console software does not have an alarm or system to alert the user when the driver is not in its home position. When the disposable is removed while the ic is retracted in any mode except standby, a pop-up message or alarm appears. Given the recurring nature of this issue, corrective measures were initiated to identify the root cause and establish appropriate actions in a CAPA. Conclusion: the reported issues have been confirmed, and the root cause has most probably been identified. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula, including the cut block. It is likely that this is an isolated issue rather than a recurring problem within the product family, system, or failure mode reported in the complaint. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number: 24d29rk, expiration date: 29-apr-2026, manufacture date: 29-apr-2024, UDI (B)(4).